Event description:
It was reported that they continue to get a non-recoverable system error on arctic sun device. The alarm says the primary and secondary water temperature differ by more than 1c. Directed nurse to the event log. Alarm 9 (patient temperature 1 above high patient alert ), alarm 114 (treatment stopped), and alarm 79 (non-recoverable system error mentioned by nurse) in event log. Nurse had already cycled the power a few times and the alarm continues to recur. Discussed cause of the alarm. Suggested sending device to biomed for repair.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they continue to get a non-recoverable system error on arctic sun device. The alarm says the primary and secondary water temperature differ by more than 1c. Directed nurse to the event log. Alarm 9 (patient temperature 1 above high patient alert ), alarm 114 (treatment stopped), and alarm 79 (non-recoverable system error mentioned by nurse) in event log. Nurse had already cycled the power a few times and the alarm continues to recur. Discussed cause of the alarm. Suggested sending device to biomed for repair.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.